Event description:
Customer reported the collimator closed down and would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and ordered a collimator. This system is a demo unit and was sent to the next site before the collimator arrived. It is anticipated that replacement of the collimator will restore the system to operation as intended.